Manufacturer narrative:
B3: day of event is unknown. Device evaluation: one device was received for evaluation. Visual inspection found no physical damage. A high-pressure alarm was found in the event history log. Functional testing was unable to duplicate the reported problem; however, it was verified in the event history log. It was determined that the most probable cause is a defective disposable or dso sensor. As a preventative measure the dso sensor was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the blockage alarm was not cleared. Event occurred before patient use, during testing.